Event description:
Caller reported accidental delivery of excess insulin due to performing the fill cannula step incorrectly. It was confirmed that there was no adverse impact on the customer's blood glucose level, as it was not below 70 mg/dl. The customer was advised to contact their healthcare provider for further assistance as no corrective action had been taken at the time. Technical support reached out to help evaluate the insulin delivered during the incident and kept the case open for follow-up, ultimately closing it after confirming task completion.